Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there patient consequences? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. .

Event description:
It was reported that a patient underwent comprehensive book on facial wrinkle removal, neck wrinkle removal surgery, and partial removal of cheek fat pad due to facial skin laxity: physiological on (B)(6) 2025 and suture was used. Therefore, the surgery was performed and tissue was sutured using suture at 16:00. After normal operation, the problem of pulling off suture needle happened, making it impossible to suture the tissue and affecting the surgical process. Immediately replaced with new suture, the surgery was successfully completed. There were no adverse patient consequences reported. No further information was available.